Event description:
Rec'd info stating patient experienced hypoglycemia and seizures.

Manufacturer narrative:
It is unknown which lot number was being used at the time of event. No product has been returned for evaluation. Should new info become available a f/u MDR will be submitted.